Event description:
It was reported that during a craniotomy procedure at the healthcare facility, the navigation information was inaccurate. The procedure was completed successfully with navigation, and without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event was not confirmed during device evaluation.

Event description:
It was reported that during a craniotomy procedure at the healthcare facility, the navigation information was inaccurate. The procedure was completed successfully with navigation, and without a delay; no adverse consequences or medical intervention were reported.